Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr=1.8, second test inr=1.8. Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.8; lab: not provided.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060218: first test inr=1.8, second test inr-1.8, mean=1.8, sd=0, %cv=o%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Updated this case on 11/16/2006. Caller cannot be reached to find out the exact lab result. Internal procedure cannot be applied. In-house retains strips lot 060218 were tested using therapeutic blood from 2 donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/-0.5. If the mla inr is 2.0-4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/-1.0. Based on the test results, retained lot 060218 meets the criteria for strip accuracy.